Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photographs of the event unit were provided, confirming the complainant¿s experience of a fractured cannula. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: vats toracic surgery. Event description: during the surgery the 12mm trocar when used with a laparoscopic instrument inside, cannula broke in two pieces. Info received on (B)(6) 2024 via email from applied medical representative: the break occurred near the tip during use. Rotated in alternating clockwise and counterclockwise direction during insertion. There was no difficulty during insertion. Clean break. The break did not cause particulation. This trocar was not used with a robot. It is unknown what instrument was inside of the cannula at the time of the incident. Intervention: the device was replaced. Patient status: no impact to the patient.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: vats toracic surgery. Event description: during the surgery the 12mm trocar when used with a laparoscopic instrument inside, cannula broke in two pieces. Info received on 8feb24 via email from applied medical representative: the break occurred near the tip during use. Rotated in alternating clockwise and counterclockwise direction during insertion. There was no difficulty during insertion. Clean break. The break did not cause particulation. This trocar was not used with a robot. It is unknown what instrument was inside of the cannula at the time of the incident. Intervention: the device was replaced. Patient status: no impact to the patient.